Manufacturer narrative:
E1:patient city: (B)(6). Patient country: turkey. Name: (B)(6). Country: united states of america. Street: (B)(6). Address as per the customer entity . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026 and patient took to insulin delivery from pump.